Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. All pertinent information available to abbott diabetes care has been submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The customer wrote they ended up in the emergency room on "two occasions". This report covers 2 of 2 of those incidences.

Event description:
A customer reported via email that due to "malfunctioned {freestyle libre] sensor", customer ended up in emergency room. No further details were provided or obtained from customer thus-far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. The customer wrote they ended up in emergency room on "two occasions". This report covers 2 of 2 of those incidences. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via email that due to "malfunctioned {freestyle libre] sensor", customer ended up in emergency room. No further details were provided or obtained from customer thus-far. There was no report of death or permanent injury associated with this event.